Event description:
Previously reported as suspected j retention wire without protrusion through the outer polyurethane insulation. The device has been explanted. The physician stated pre and post operative inspection showed no fractures.

Manufacturer narrative:
Visual inspection under 30x magnification indicates lead was cut or snipped approx. 34cms proximal of electrode tip, with evidence of flared coil wire ends. X-ray of lead distally confirms no j stiffener wire discrepancies.